Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had physical damage to the exterior panels of the console. The back cover was dented inward and pushing on the vacuum and pressure hoses, the top cover had a corner broken off, the front upper bezel hinged door would not operate/close (out of track). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Additional contact information: name - (B)(4), email - (B)(4), contact - (B)(4), occupation - biomed). A getinge field service engineer (fse) during scheduled pm service, found that there was physical damage to the exterior panels on the cardiosave console. The back cover was dented inward and pushing on the vacuum and pressure hoses, the top cover had a corner broken off, the front upper bezel hinged door would not operate/close (out of track). Fse replaced the damaged panels and completed a full pm under so#:(B)(4), all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received the following parts assembly, upper panel, label, patient connector, label, trainer on - off, cover, console top, cover, console, cable, coil cord. Parts were received with a reported failure of the console covers and a faulty fiber optic door on the upper panel. Performed a visual inspection and verified the physical damage on all parts. Part cable, coil cord was in good condition. The fat installed cable, coil cord in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No fault identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4)."the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.